Manufacturer narrative:
While there is no indication patient injury resulted or that intervention was required, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for evaluation, though has not been returned as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.

Event description:
It was reported that a radix anker post separated approximately nineteen months after placement; outcome of the event is unk as of this report.